Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, e1, g1, g3, g6, h1, h2, h6. The cmp was no confirmed. No product was returned or pictures provided visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported through a journal article that 3 patients experienced aseptic loosening and required re-revision. Follow-up was conducted at 1 month, 3 months, 6 months, 1 year, 2 years then every 2 years with a mean length of follow-up for 73.1 months (12-143). Attempts for additional information have been made and none is available.

Manufacturer narrative:
(B)(4). D6a: between jul 1,2011 to may 31, 2019. Therapy date: unknown. G2: foreign country report source: france. Report source study: journal article zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., & dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, 56, 467-478. Https://doi.org/10.1016/j.knee.2025.06.016. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.